Manufacturer narrative:
Updated: d2, d4.

Manufacturer narrative:
A "red raised rash hands, forearms,upper chest, back of neck,face and ears red" was reported. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Red raised rash hands, forearms, upper chest, back of neck, face and ears red.